Manufacturer narrative:
H3: product analysis of nv-5-15-helix, lotno:223297772 as found condition (condition of returned device): a concerto coil was returned for analysis within a shipping box; within sealed biohazard pouch and within an opened concerto coil inner pouch. The unknown micro catheter used in the event was not returned. The concerto implant coil was returned within introducer sheath. Visual inspection/damage location details: the actuator interface was found to be intact. The concerto coil pushwire was found to be broken but retained by release wire at ~ 6.4cm from proximal end. The implant coil was found to be already detached and returned. The implant coil was found to be stretched and damaged. The shield coil was found to be intact. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): the concerto coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and the reported information, the customers report of ¿coil resistance/ stuck in catheter¿ was confirmed. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. The model or lot number for the unknown catheter were not provided; therefore, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the concerto coil was being used as per the IFU but the coil could not pass through the microcatheter. A new medtronic product used to complete the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information received that the cause of the resistance was not determined. There was no kink/damage to the coil after removal. The catheter was not a medtronic product.